Event description:
Approximately 3.5 hours into a routine hemodialysis treatment, it was noted that the blood in the venous line appeared darkened. At the same time, a clear fluid leak was observed. The patient was disconnected from the cartridge to run saline through the circuit to check for clotting. No unusual clotting was noted and the patient was reconnected to the cartridge and the treatment was restarted. The patient then reported not feeling well and became hypotensive. A 400cc saline bolus was administered and treatment was discontinued without rinseback of the patient's blood. The patient's post weight indicated that an excess of 1.0 kg was removed during the treatment. The patient's blood pressure stabilized following the saline bolus and no further medical interventions was required.

Manufacturer narrative:
Evaluation of the returned cartridge confirmed a leak in the fluid circuit of the cartridge which most likely developed during the treatment. Investigation concluded that the leak was most likely an isolated event. No other similar leaks reported with this lot of cartridges. The user guide includes appropriate warnings that the cycler may not sense slow fluid leaks and instructs to terminate treatment if a leak is observed. This report is considered closed. No additional information will be provided.